Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer would not open when user tried to issue oxycodone ir 5mg tab. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A technical support specialist remotely accessed the unit and observed that drawers 2 and 4 were highlighted in yellow. Rebooted the device; however, the drawers were still not recognized. Then a field service engineer collaborated with the med bank technician and identified a faulty pyxis cable to the lower unit. Replaced the cable, and the system functioned correctly. The med bank technician tested all components and confirmed proper operation. The system functioned as intended after the field service engineer repaired the device.